Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint was confirmed. It was found that the burr does not fit in the hand piece, because of a defective o-ring. Further, there was a cut on the motor cable. The defective motor cable was replaced along with the drill mounting mechanism, and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the motor cable. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. Did the problems appear during the first use or had they been used before without problems? We do not have any information on whether the problems occurred during the first use or after several uses. How were the handpieces sterilized after use? The customer did not provide a decontamination certificate and therefore we can not provide information on how the handpiece was sterilized after the use. When the handpiece arrived at our place we decontaminated it according to the instructions in the manual. We understand this type of o¿ring joint12_42x1_78epd (12.42x1.78) can be replaced by customers. Have these o¿rings been replaced by customers? We do not have any information if the o-rings have been replaced by customers. If they have changed them, have they used our original o¿rings (sent by elsg) or used different ones? The handpiece was the first time at our place. During evaluation of the handpiece we noticed that the o-ring that was installed was unknown, the dimension of the o-ring was larger than the original o-rings provided by the manufacturer.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: upon further investigation, the investigation summary has been updated as follows: investigation summary ==> the device was received and evaluated at the service center. The reported complaint was confirmed. It was found that the burr does not fit in the hand piece, because of incorrect o-ring installed on the device. Further, there was a cut on the motor cable. The defective motor cable was replaced along with the drill mounting mechanism, and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the motor cable. However, given the information provided we cannot discern a definitive root cause for the installation of the incorrect o-ring on the device. A manufacturing record evaluation was performed for the finished device (serial number : 1926m4894r), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported via service request that the plug on the cable of a fms tornado micro handpiece with buttons no longer fits into the device. No surgical delay or patient consequence reported.